Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was kinked at 14cm and 39.5cm from its proximal end. The proximal contact was missing from the proximal end of the delivery wire and was not returned for analysis. Remnant of epoxy was present on the delivery wire at the point where the proximal contact was attached during manufacturing. No anomalies were noted to the main coil. The damages noted to the delivery wire are consistent with advancing the device against resistance. From the information provided and the investigation results the proximal contact breakage and kinks on the pusher wire were most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event. The proximal contact is a component of the device located at the proximal end of the pusher wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Manufacturer narrative:
Additional information was received from the user facility. The physician stated that this was the first technician's case and "she attempted to push a large segment of pusher wire at once".

Event description:
As the coil was being introduced into the microcatheter, the delivery wire was kinked and broke. There was no clinical consequence to the patient. The procedure was completed using other coils.

Event description:
As the coil was being introduced into the microcatheter, the delivery wire was kinked and broke. There was no clinical consequence to the patient. The procedure was completed using other coils.